Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.

Event description:
It was reported that the patient received mini-invasive discectomy procedure at l5-s1 two years ago and a illuminate system was used at the surgery. During the surgery, the light source where it plugs in was draped across the patient. After the surgery, it was noticed that the patient's back burned by the connector between light source and the cable. The burn area was treated in the or before the patient left the room. There was a circle mark left where the plug was draped over the patient. The patient reportedly received the post-op treatment for the burn. Reportedly, the patient had the dermatology issues after the treatment.